Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in for help after he replace the bezel assy on 8100 unit, put everything back together he connect a line before he program the unit and open the line the infuse start running through, while talk with tech. An error comes up saying "check IV set" on unit explain that error has to do with the pressure senor on unit with him unable to run any test he needs to replace sensor and he can replace both once replace if does not clear error unit has to come in for service repair at that point. Tech thank me for my assist. (B)(4).